Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge 1 alarm. The customer's blood glucose (bg) level was above 300 mg/dl. The customer changed the cartridge. A bolus was delivered and insulin injections were used to address the bg level. As the customer had changed the cartridge and the alarm was resolved, tandem technical support was unable to perform a system check to determine a possible cause of the alarm.